Manufacturer narrative:
This lead will not be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this left ventricular (lv) lead was not implanted due to the pace impedance measurements being high as well as the pacing thresholds. The lead was not able to be placed into the appropriate position and thus brady pacing was also not delivered. A new lead was used, and this lead will not be returned.